Event description:
A us distributor contacted zoll to report that a (B)(6) year old female pt had a yeast infection and an oozing wound from the middle of the chest to the armpit which was caused by an ill-fitting garment. The wound and infection were inspected by a specialist. The pt reportedly had not changed her garment since the initial fitting on (B)(6) 2015. The pt was placed on hospital telemetry until the infection cleared. Five attempts were made to follow up with the pt without success.

Manufacturer narrative:
Device eval: electrode belt sn (B)(4) was returned to the MFR due to uncleanliness. There was no indication of a device failure associated with this event. Method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.